Event description:
Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device, which was investigated in herein issue, has been recognized as 91-series washer disinfector with serial number (B)(6) and model number 9128. As the received information provided the unit was installed on 11th march 2011 at the facility, the device was manufactured in 2010. When reviewing customer product complaints for this type of failures we were able to confirm that, for this model, the issue can be considered as a third case with hot water leakage towards the operator. In one of the previously registered issues a serious injury occurred. The other one and the one complaint investigated here were considered as reportable to competent authorities based on the potential for serious injury upon the reoccurrence. The information collected to date and as a result of the performed investigation allowed us to establish that a ¿a03 slow drain` alarm was displayed on the device, which is to warn the user about the abnormalities during the cycle. The abnormal conditions in such case means that chamber water level h still activated after 5 min of draining'. There is a specific internal procedure implemented in this customer`s facility which requires scanning of the loads if the cycle was aborted, before reprocessing it. In order to do so, the customer must open the washer's door which is not in line with the manufacturer recommendations. The device¿s user manual is instructing the operator that this error should be corrected by authorized personnel, it provides also what actions should be taken to acknowledge the alarm after the fault is corrected. Those actions do not require an opening of the door. This is mainly due to the fact that process was aborted and the goods needs to be reprocessed. In this particular case, however the operator opened the door. At this point the water leakage was noticed and the operator subsequently tried to activate the emergency button, which did not work. This, per the device design, happened as the system was already in an ¿off¿ state. As it was established during investigation, the failure occurred on the level of a contactor that got stuck on the circulation pump. The contactor, also called soft starter, is an electrical component that controls operation of circulation pump. The component malfunction combined with the previous error related to drain process resulted in the situation that water was spraying inside the chamber. This will not occur if the drain process would be completed correctly. The customer¿s service technician performed a replacement of the contactor of the circulation pump, which was returned to the manufacturer for further evaluation. The subject matter expert (sme) from the manufacturing site evaluated the part and confirmed the contactor being stuck in ¿on ¿position and allowing idling of the circulation pump. It was evaluated and considered a component malfunction. As a consequence it has led to continuous circulation of the water in the machine which was interrupted when the operator turned off the main power switch. The device at hand was also inspected by the getinge technician who was trying to replicate the fault. He was however unsuccessfully as the contactor replacement solved the issue and there was no future problems of this kind reported. In summary, upon the issue occurrence, the device was not used for patient treatment but it did fail to meet its specifications and due to this played a role in the incident. There was unexpected water leakage but fortunately, no injury occurred as a result. Performed investigation based on the internal test reports and returned parts allowed us to establish that the reported event was caused by combination of three factors that occurred simultaneously: slow drain error, user error and faulty circulation pump. Additionally, by the performed tests on the washer disinfector experts from the manufacturing site confirms that the unit works in accordance with the standards 15883-1 and -2 and 61010-1 and 61010-2-040. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(6).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device, which was investigated in herein issue, has been recognized as 91-series washer disinfector with serial number (B)(6) and model number 9128. At it was provided the unit was installed on (B)(6) 2018 at the facility. When reviewing customer product complaints for this type of failures we were able to confirm that, for this model, the issue can be considered as a third case with hot water leakage towards the operator. In none a serious injury or worse occurred. Those complaints were considered as reportable to competent authorities based on the potential for serious injury upon the reoccurrence. The information collected to date and as a result of the performed investigation allowed us to establish that a ¿a03 slow drain` alarm was displayed on the device, which is to warn the user about the abnormalities during the cycle. The abnormal conditions in such case means that `chamber water level h still activated after 5 min of draining'. There is a specific internal procedure implemented in this customer`s facility which requires scanning of the loads if the cycle was aborted, before reprocessing it. In order to do so, the customer must open the washer's door which is not in line with the manufacturer recommendations. The device¿s user manual is instructing the operator what actions should be taken to correct the error and those do not require an opening of the door. This is mainly due to the fact that it may contribute to the unexpected leakage of hot water escape through the door area, therefore exactly to the situation as alleged by the customer. In this particular case however the operator opened the door and subsequently tried to activate the emergency button, which did not work. This, per the device design, happened as the system was already in off state. The customer¿s service technician performed a replacement of the contactor of the circulation pump, which was returned to the manufacturer for further evaluation. The subject matter expert (sme) evaluated the part and confirmed the contactor being stuck in ¿on ¿position and allowing idling of the circulation pump. As a consequence it has led to continuous circulation of the water in the machine which was interrupted when the operator turned off the main power switch. The device at hand was also inspected by the getinge technician who was trying to replicate the fault. It was unsuccessfully as the contactor replacement solved the issue and there was no future problems of this kind reported. In summary, upon the issue occurrence, the device was not used for patient treatment but it did fail to meet its specifications and due to this played a role in the incident. There was unexpected water leakage but fortunately, no injury occurred as a result. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 8th october, 2020 getinge became aware about an issue with one of the washer-disinfectors 91-series; model name: 9128. According to the information provided by the customer after sequence of failed washer events operator opened washer side door. Due to this activity hot water (over 90 degree) was leaking with force from the device. After that operator tried to activate both emergency stops but they did not work. There was no information provided about adverse outcome for this occurrence. However, hot water could bring a hazardous situation for the operator and lead to serious body burn if the situation was to reoccur, therefore we decided to report the complaint based on a potential.